Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. As received, the monitor reset during incoming functional testing, specifically detect and treat. The cause for the test failure was isolated to a defective t2 transistor on the defibrillator pca. The root cause for the defective t2 transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.